Event description:
Followup with the risk manager indicated that the hosp is not clear if edwards lifesciences is the MFR of the distal tip. In addition it was stated that it is unclear if the distal tip of the catheter was vivo prior to the heart transplant or during the transplant procedure. Angiography was performed to retrieve the distal portion of the catheter. A transeptal catheter was used with echo guidance and inserted into the atrium. The physician injected dye under fluoroscopy via a sheath into the left atrium using anticoagulation. A 15 mm triple loop basket was used to retrieve the plastic portion. The pt was stable. The pt was monitored in the ccu. The physician was unclear if the artifact caused the pt's symptoms. It was observed that there was a "funky" beat and noted that the pt missed a couple beats. The pt had a pacemaker implanted and the pt was stable. Followup indicated that initially the physician though that possibly the pt's symptoms of dyspnea and fatigue were attributed to the distal tip. However, at the present time the physician does not believe the distal tip fragment was attributed to the pt's symptoms. The device will not be released at this time.

Manufacturer narrative:
H6:the device was not rec's for eval.